Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection showed that the irrigation extension tubing was found fully detached/separated from the luer fitting at the adhesive joint. Functional testing showed the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The continuity test was performed and no problems were detected. A leakage test and flow test could not be carried out due to the detachment of the irrigation extension tubing from the luer fitting at the adhesive joint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during a procedure in the left atrium with an intellanav mifi oi catheter, there was a high temperature error message displayed on the maestro 4000. A leak was found on the irrigation tubing of the catheter handle. The catheter was replaced and the issue was resolved. The procedure was completed. No patient complications were reported.

Event description:
It was reported that during a procedure in the left atrium with an intellanav mifi oi catheter, there was a high temperature error message displayed on the maestro 4000. A leak was found on the irrigation tubing of the catheter handle. The catheter was replaced and the issue was resolved. The procedure was completed. No patient complications were reported.